Event description:
The customer reported, the system is not displaying an image in auto kv. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage supply regulator, back plane, and performed a filament calibration. System operates as intended. (B) (4).